Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a hole and the wires were visible. It is known that the device was used in surgery. There were no patient or user injuries reported. It is unknown if delay or medical intervention was reported. There was no additional information provided.